Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
The sales rep reported that during a shoulder repair that the metal tip of the customer's vapr p90 suction electrode came off in the patient's joint space. X-rays were done and the tip was retrieved. The surgeon completed the procedure with another like device with no patient consequences but a 15 minute delay. The sales rep reported that the customer uses the zimmer dornoch for suction. He reported that the tip came off after ten minutes of intermittent use. The sales rep confirmed that the electrode was not reprocessed. He stated that the device was buried in tissue when the failure happened.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
The sales rep reported that during a shoulder repair that the metal tip of the customer's vapr p90 suction electrode came off in the patient's joint space. X-rays were done and the tip was retrieved. The surgeon completed the procedure with another like device with no patient consequences but a 15 minute delay. The sales rep reported that the customer uses the zimmer dornoch for suction. He reported that the tip came off after ten minutes of intermittent use. The sales rep confirmed that the electrode was not reprocessed. He stated that the device was buried in tissue when the failure happened.

Manufacturer narrative:
The complaint device was received and evaluated visually. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. There are scratch marks on the distal heatshrink indicative of misuse against a hard object. No electrical or functional tests were conducted due to the condition of the electrode. This failure has been investigated under supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes have been implemented to address this failure. The device was manufactured before the new tip design. A batch record review has been conducted and our results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint for this lot of devices that were released to distribution. The observed complaint is below the expected rate per the risk assessment. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder repair that the metal tip of the customer&apos;s vapr p90 suction electrode came off in the patient's joint space. X-rays were done and the tip was retrieved. The surgeon completed the procedure with another like device with no patient consequences but a 15 minute delay. The sales rep reported that the customer uses the zimmer dornoch for suction. He reported that the tip came off after ten minutes of intermittent use. The sales rep confirmed that the electrode was not reprocessed. He stated that the device was buried in tissue when the failure happened.